Manufacturer narrative:
Event date: this was occurred during an unspecified date of (B)(6) 2022. The lot was manufactured between june 9, 2021 and june 11, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked at port 2. The issue was identified during priming. There was no patient involvement. No additional information is available.